Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report device has red x. There was no reported patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into philips to report device has red x. There was no reported patient involvement. One processor pca was returned for failure analysis. The customer¿s reported issue was not duplicated in the lab, but prior issues were indicated in the log files that correspond to the customer¿s complaint. The som pca had a wlfs error with this processor pca.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into philips to report device has red x. There was no reported patient involvement. One processor pca was returned for failure analysis. The customer¿s reported issue was not duplicated in the lab, but prior issues were indicated in the log files that correspond to the customer¿s complaint. The som pca had a wlfs error with this processor pca. One therapy pca was returned for failure analysis. The reported problem was verified and/or duplicated during lab tests as pin 7 on transformer t2 was not making contact with the pad.